Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the observed (ua) 07 error was due to a defective load cell module, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that the load cell module 1 is exceeding normal parameters and was replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.